Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 30-jun-22. The medical event associated with this complaint occurred on (B)(6) 2022, which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving a message 'lo' (reading <40 mg/dl) on the adc device and experienced symptoms described as "suffered a collapse and no longer knew who customer was or where customer was." Customer was unable to self-treat and had contact with a healthcare professional (emergency doctor) who provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.